Event description:
It was reported that during use of the foley catheter when draining the fluid during a routine exchange, approximately 10 cc was removed, but it was reported that an area near the cuff (though not the cuff itself) was slightly swollen with air.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.